Event description:
Pt has been using the biojector b200 needle-free injection system since 12/05 for administration of fuzeon 90mg subourcencisly twice daily. On sunday evening 05/07/06) the pt administered a doze of fuzeon in hit normal manner using the upper thigh as the site of administration. Pt awoke at 1:30 a.m. To find the following syumptoms:tochymosis. Brusing, and swelling (2 times/normal size) in the leg from the pelvis to the knee acrea. A hematoma of the medial aspect of the thigh was confirmed by CT scan. All coagulating tests _ptd, cbc, platelets) were within normal limits. Pt was not taking warfarin or any other medications which may have interforced with normal coagulation at the time of the event. Pt has continued to use the biojector b2000 for administraiton without further incident. The hematoma ia reacding and the pt is self-managing at home with instrucitons to avoid the area in question until complete preslution and is taking ibuprofen as needed for distomfort. Pt continues to ahve difficulty with mobility one week after incident and is restricted to bed rest. Pt's physician and nurse suspect that the pt may hve injected directly over a vein which resulted in bleeding into the muscle.